Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after the patient's ((B)(6)) 3 hour implant procedure, the lead migrated. As a result, the patient was experiencing painful root overstimulation. In turn, surgical intervention was undertaken to explant and replace the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The returned product was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing.